Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling procedure. According to the complainant, after the procedure, the patient felt pelvic pain on her left side. The doctor will do a CT scan to check for hematoma. Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
The initial reported event was a serious injury, follow up confirmed there to be no serious injury; therefore, the event is no longer assessed as an MDR reportable event.

Event description:
According to the complainant, the patient is no longer in pain and the pain has "relieved by itself." No hematoma was found but the patient was reported to be experiencing leakage. The patient's current condition was reported to be "fine."